Event description:
The customer contact reported a whitescreen error. The device was returned to the biomedical department with a report of whitescreen error. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility after the device was powered on, the device alarmed with a whitescreen error. Though requested, no add'l info was provided.

Manufacturer narrative:
Testing and investigation found at power up, the device displayed a whitescreen error and the device sounded an audible alarm from the secondary beeper. This was due to the hardware module. This report represents all the info known by the rptr upon query by hospira personnel.